Event description:
It was reported that the 8800 sys froze during a procedure. The sys required reboot. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Flashed and reloaded the nodes. Reloaded the calibration files. The sys was tested and found to be working as intended and placed back into svc.